Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The low battery alarm functions properly. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. The test battery was removed and reinserted with no unexpected failed battery test alarm noted. Device was monitored for 2 days. No blank display or charge or battery anomaly noted. No drive or motor anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. No cracked case noted near the battery compartment. No cracked battery tube threads noted. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was unknown. Customer states that there was scratches and scuff marks on the screen and it makes difficult to read to the customer. The insulin pump will not be returned for analysis.